Event description:
It was reported that the pump stopped functioning with no audible alarms. No rotor or dye study was performed. The pump was replaced. Once explanted a low battery, alarm was heard. The hcp attributed the event to battery depletion. There was no pt injury associated with the event. The pt outcome was reported as "recovered without sequela".

Manufacturer narrative:
The pump stalled intermittently during electrical testing. Analysis revealed lower shaft wear on the rotor magnet and gear 3. There was caking in the jewels. The roller arm screw was broken.